Event description:
It was reported that one syringe 1.0ml 31g 6mm s/c u-100 relion broke at the cannula during use. The following was reported by the initial reporter: "it was reported the customer found needles with burrs on them,, needle bent and needle broke during use. Verbatim: consumer husband reported found needles with burrs on them. Most all from first bag in this box. Consumers husband reported 1 needle from this box bent when injecting consumer husband reported 1 needle broke when removing from injection site (stomach) denied reuse of needles".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-11-18. Investigation summary: customer returned (30) 1cc, 6mm, 31g relion syringes in a sealed poly bags from lot # 8351676. Customer states that they found needles with burrs on them. All returned syringes were tested for point geometry, lube, and cannula od (specs: outer diameter for 31g: 0.0100¿-0.0105¿). All observations fall within specifications. Customer states that the needle broke during use. All returned syringes were examined and no bent or broken cannula was observed. A review of the device history record was completed for batch # 8351676. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200798522] noted that did not pertain to the complaint. Bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that one syringe 1.0ml 31g 6mm s/c u-100 relion broke at the cannula during use. The following was reported by the initial reporter: "it was reported the customer found needles with burrs on them,, needle bent and needle broke during use. Verbatim: consumer husband reported found needles with burrs on them. Most all from first bag in this box. Consumers husband reported 1 needle from this box bent when injecting consumer husband reported 1 needle broke when removing from injection site (stomach) denied reuse of needles".